Event description:
Rptr alleged the customer obtained discrepant back to back blood glucose results of 408, 169, and 144 mg/dl when all tests were performed one minute a part on the advantage system. Rptr stated the customer was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No report of any actions taken or treatment that was rec'd. A request was made for the return of the suspect device and replacement product was sent.